Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy procedure, the staples initially were forming properly but during firing of the stapler, there was a loud crack sound and from then on the staples did not form well. A new stapler and reload was used in order to complete the case. No patient injury.